Event description:
It was reported that the reservoir of a folfusor device ruptured during filling. The device was being filled with fluorouracil. Total volume and diluent were unknown. There was no patient involvement. No additional information.

Manufacturer narrative:
(B)(4). The device was manufactured between november 14, 2013 and november 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph did not reveal a ruptured bladder. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.